Event description:
It was reported that during follow-up, perforation was found. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.